Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that the device's screen turned completely white and was illegible. Complainant indicated that there was any pt involvement in the reported malfunction.